Event description:
It was reported that during a pocket revision, the physician damaged the left ventricular (lv) his bundle lead. The lv lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.